Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.75x12 mm xience alpine stent delivery system (sds) was advanced to the moderately calcified lesion in the left anterior descending coronary artery and during deployment, the balloon was inflated to 10 atmospheres, but did not hold pressure. The stent was partially deployed and required extra dilatation to be fully deployed. Upon removal of the sds, a hole was observed at the distal part of the balloon. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy and the reported material rupture were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of any leak noted to the stent delivery systems (sds) during preparation prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that when the device was advanced interaction with the moderately calcified anatomy resulted in compromising the balloon; thus, resulting in the reported failure to deploy and the reported balloon material rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.